Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the involved angio-seal device was inserted the collagen sponge was found to be exposed from the skin, as the patient's physique was large. The physician pushed the collagen sponge into the skin as much as possible and then applied manual compression to achieve hemostasis. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The estimated blood loss was less than 250 cc. There was no health damage for the patient. There was no patient injury, medical/surgical intervention required. Hemostasis was successfully achieved by the device and manual compression. There were no other devices or equipment used with the reported product.